Event description:
A patient called to request stent cards and additionally reported adverse events. The patient had a cypher stent placed in unknown vessel for a "heart attack". Approximately two and a half years after stent implantation, the patient reported the had a second "heart attack" and a second cypher stent was placed in unknown vessel for "heart attack". The patient stated this resulted in a three day unplanned hospitalization. Additionally two years after the second stent implanted, the patient experienced "a major heart attack" and unknown "abbott stent" was placed in unknown vessel at that time resulting in a three day unscheduled hospitalization.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing number 3003742446-2009-00138.